Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room after receiving an inappropriate anti-tachycardia pacing therapy and shock. Upon interrogation, it was noted that the implantable cardioverter defibrillator delivered inappropriate therapy during an episode of atrial fibrillation with rapid ventricular response. No intervention was performed. The patient was in stable condition.